Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that the patient underwent a revision procedure of stem, metaphysis and insert due to humeral revive prosthesis dissociation and possible screw loosening. Glenoid baseplate and glenosphere were retained from prior procedure. Assessed as definitely related to the study device, and possibly related to the surgical procedure by the investigator.